Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found no abnormalities that would have caused or contributed to the reported condition. A review of the system logs showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. Also, there were no abnormalities in oled functionality. It was reported that the display screen had an irregular output. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged 44-pin cable. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve resection, the device¿s led turned red. Sales representative staff rebooted the handle and the led issue was cleared. However, the surgeon used another power handle to complete the case. There was no patient injury.